Event description:
A customer reported that the equipment gave a system message and turned off during a cataract procedure. The procedure was completed with no delay. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The company representative verified that the host voltages were within specifications. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one additional similar report for this system. The root cause could not be determined conclusively. (B)(4).